Event description:
It was reported that the patient had missed the scheduled date of refill and on (B)(6) 2013 when the device was interrogated the reservoir volume was 0 ml and the empty reservoir alarm was occurring. It was added that approximately 3 days had elapsed after the reservoir level had reached 0 ml. Per the attending physician¿s comments the alarm was not noticed regardless of the fact that the patient was in the hospital. No changes in the spasticity were observed. As there had been no drug outflow for a few days, contrast radiography was performed to check for a possibility of occlusion due to tissue adhesion, etc. At the tip side hole. Contrast radiography was performed to check for any problem in catheter patency. Healthcare provider was unable to draw any drug from the catheter access port (cap). The contrast agent also could not be injected. They suspected catheter occlusion, and a replacement was considered. A rotor testing was performed prior to pump replacement on (B)(6) 2013 that showed no abnormalities. It was stated that considering that ap proximately 3 days, i.e. More than 48 hours, elapsed after the drug in the reservoir run out, and that the current event is the second occurrence of running idle, a possibility of damaged inner tubing could not be denied, hence a pump replacement was also decided. During the replacement surgery on (B)(6) 2013 it was stated that no drug could be drawn from the cap and no apparent kinking was also observed. Connection to the pump was disconnected, and attempts were made to draw the drug from the junction, but failed. Attempts were made to inject contrast agent. Initially the catheter was too hard to allow the agent to be injected, and gradually the contrast agent started to flow. Outflow of the contrast agent from the tip was confirmed. The connection in the back was disconnected; however, outflow of the drug (csf) could not be confirmed. Little fluid could be aspirated with a syringe. Injection of contrast agent was possible when an attempt was made again from the spinal cord catheter. In addition to outflow of contrast from the tip, a shadow that looked like contrast leakage was observed near the insertion site. The pump and catheter were all removed. Reconstruction was done using a new pump and catheter. It was stated that the physician adjudges that the event is related only to the procedure because of a forgotten refill. The contrast leakage near the insertion site was assumed to be caused by damage to the catheter, which occurred either by detachment of adhered tissue at the dorsal connection or when disconnecting the junction. Drug delivered via the device was gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: catheter model: 355531, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).